Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 70 mg/dl at the time of the event. The customer stated that she is a brittle diabetic and an insulin reaction caused the event. At the time of the report, the customer could not get the insulin pump to exit the rewind mode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.